Manufacturer narrative:
Migration of the mesh is a complication experienced in a small percentage of surgeries of this type.

Event description:
This MDR filing is beyond the 30 day reporting time because our initial investigation deemed the incident was not reportable. We initially concluded that the surgical intervention was not performed to preclude permanent impairment of a body function or permanent damage to a body structure. This event is being reported at this time as a result of a recent FDA inspection of our manufacturing facility where the FDA representative observed this event to be reportable. Pt experienced discomfort approximately one year following implantation of the device. MRI indicated the device had migrated and the device was explanted. The hernia was repaired by other methods.